Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up. During review of the stored egm episodes, it was noted that several episodes could not be retrieved from the device. No further information.